Manufacturer narrative:
Section a2, a3a, a3b, a4, and a5: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - clinical code 4581: no code available (incision enlargement). No attempt was made to obtain additional information since account states there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the injection process, the trailing haptic of a preloaded multifocal intraocular lens (iol) was amputated by the injector and remained inside of it. The lens was fully inserted into the patient¿s eye before being removed during the same procedure. The incision was enlarged and the surgeon utilized mst forceps to manipulate the lens to cut it during removal. A new iol was inserted. There was a 30 minutes delay in the procedure. No further information received.